Event description:
Patient enrolled into the create pas trial. Post procedure, a tia was reported. The patient started having neurologic symptoms on (B)(6) 2010. It started with numbness in the fingers in the right hand as well as the right arm, and also started experiencing left sided headache. The patient recovered without sequelae. Per the site, it was related to the protege rx.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.